Event description:
Per the surgeon, the device was explanted (B)(6) 2013 due to an infection.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (type and date not reported), however the issue could not be resolved and the device was explanted. This report is filed december 12, 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.